Event description:
Additional information received from the physician on (B)(6) 2013, stated that the patient presented with mesh exposure and urgency in (B)(6) 2012. The mesh exposure was removed and the patient is currently doing well.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.